Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned voyager nc catheter noted contrast visible in the inflation lumen and loosely folded balloon, which is consistent with preparation and the balloon inflated. The hypotube and jacket material were separated at the distal end of the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is likely that the shaft and hub of the voyager nc were inadvertently handled during the procedure, resulting in the shaft kinking and then ultimately separating, as there was no damage noted to the catheter prior to use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported hypotube separation appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the catheter separated after the first inflation of 14 atmospheres from the main shaft to the hub connection. No pt effects were reported. No additional info was provided.